Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes, when fasting: 55 mg/dl (performa) and 172 mg/dl (lab). The customer reported that they then re-tested, postprandial, and received the following results within 15 minutes: 55 mg/dl (performa) and 234 mg/dl (lab).